Event description:
It was reported via a hot line call. The (rn) registered nurse stated that they received a patient yesterday from the cath. Lab with a 40 cc fiberoptic iab in place (right femoral artery) the catheter had not been zeroed prior to insertion. The cath lab is in a different building and had to be transferred via ambulance to the unit. On arrival they noted "flecks of blood" in the balloon tubing. The cath lab staff told them that they had seen that, but that the pump was functioning well and the patient's hemodynamics were good so the physician decided to leave the iab in place. Today, the rn states that there more blood in the tubing, but that the pump is still pumping without alarms, the waveforms are good, and the patient's hemodynamics are good. The rn wondered if they should be concerned. The (css) clinical support specialist explained that the only way blood can get into the tubing is if there is a hole in the balloon. There may be enough blood in the balloon that it has sealed the hole and that is why there are no alarms. The css explained that the recommendation would be to remove the balloon and have the console sent to biomed. There could be blood back into the pump also. The css asked if there was any report of difficultly placing the balloon when the patient was in the cath lab. The rn stated that the physician in the cath lab that placed the balloon does not come to the unit. The md only works in the cath lab and there was no report of difficulty with the insertion. The patient is stable and his hemodynamics are good. The patient is scheduled for 4 vessel bypass surgery tomorrow. The rn asked if the css could speak with the cardiac fellow about this. The css spoke with the md about the situation and that the recommendation would be to remove the balloon and send the pump to biomed. The css also explained that if they met resistance with removal, the patient may need to go to the (or) operating room for removal. Per the sales rep. The patient is okay, no complications during or as a result of removal, absent from chest pain so iab was not replaced. The pump (s/n (B)(4)) was sent to biomed.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Evaluation: returned for evaluation was a 40cc 8.0fr iab fos. The bladder membrane was filled with blood upon return. No blood was noted on the outside of the membrane. The distal end of the sheath was located approximately 27.0cm from the distal tip of the catheter. The 40cc driveline tubing typically supplied with the iab was returned attached to the inflation lumen. The pressure line tubing was returned attached to both the injection lumen and sidearm of the sheath. The pressure line tubing was noted cut in half. Dried blood was noted within the driveline tubing. No kinks were noted with the central lumen. The fos connector and cal key were examined. The center post was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at six points with measurements within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. See other remarks section. Other remarks: the cal key and fos were connected to the iabp. The cal key was recognized. The pump status was ll pl indicating a potential broken fiber. The fiber was noted broken approximately 1.2cm from the distal tip of the catheter. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, a puncture consistent with damage from the broken fiber was noted approximately 1.3cm from the distal tip of the catheter. A 0.025in guidewire was front loaded through the luer end of the iab. No resistance was encountered. The guidewire was able to advance. Some blood and debris exited with the guidewire. The guidewire was back loaded through the distal tip of the iab. No resistance was encountered. The guidewire was able to advance. Some blood exited with the guidewire. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. The bladder had a puncture consistent with damage from the broken fiber which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined.